Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Concomitant medical products - comp rvrs 25mm bsplt ha+adptr, cat#: 010000589 lot#: 656050; comp primary stem 11mm mini, cat#: 113631 lot#: 718660; comp rvs tray co 44mm, cat#: 115370 lot#: 059270; comp rvs cntrl 6.5x25mm st/rst, cat#: 115395 lot#: 338870; comp lk scr 3.5hex 4.75x20 st, cat#: 180551 lot#: 233390; comp lk scr 3.5hex 4.75x20 st, cat#: 180551 lot#: 653020; comp lk scr 3.5hex 4.75x25 st, cat#: 180552 lot#: 650730; arcom xl 44-36 std hmrl brng, cat#: xl-115363 lot#: 740590. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has been indicated for a shoulder revision due to glenosphere failure approximately two and a half years post-operatively. It was additionally noted there was significant bone loss in the glenoid. A custom vault reconstruction system glenoid has been requested. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted.

Event description:
It was reported that the patient has been indicated for a shoulder revision due to bone loss in the glenoid. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4)

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause is related to reports of patient's 'poor bone quality' and unfortunate fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.